Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00mm x 20mm liberté bare metal stent was selected and advanced to treat the target lesion. However, during the procedure the stent shaft got broken. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberté stent delivery system (sds) with a liberté shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. The balloon was tightly folded with the stent secure between the markerbands. There was a complete shaft separation 2mm from hypotube. The material at the separated ends was jagged. There were multiple kinks throughout the hypotube and shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00mm x 20mm liberte bare metal stent was selected and advanced to treat the target lesion. However, during the procedure the stent shaft got broken. The procedure was then completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).